Event description:
Olympus was reported that during a laparoscopic sigma resection, the subject device failed. The physician replaced the subject device with spare device. The procedure was completed. There was no patient harm reported.

Manufacturer narrative:
The subject device was returned to olympus medical systems corporation (omsc) for evaluation. The evaluation confirmed that the ptfe pad normally worn and evaluation confirmed that the ptfe pad normally worn and partially split in the cross section with partial disappearance. There was a contact mark of the probe tip and jaw. The manufacturing history was reviewed, with no irregularities noted. Based on the evaluation, since the physician activated output with grasping hard tissues in the same part of the ptfe pad or with twisting hard tissues, ptfe pad normally worn and partially split in the cross section and a contact mark of the probe tip and jaw occurred. After that, partial disappearance. There was a contact mark of the probe tip and jaw. The manufacturing history was reviewed, with no irregularities noted. Based on the evaluation, since the physician activated output with grasping hard tissues in the same part of the ptfe pad or with twisting hard tissues, ptfe pad normally worn and partially split in the cross section and a contact mark of the probe tip and jaw occurred. After that , partial disappearance may result if split portion is damaged and torn of f due to grasping a hard object such as other devices and activating output or caught in with other device while partial split in cross direction occurs. The instruction manual of thunderbeat mentions warning and caution for possible mishandling mentioned above. The thunderbeat instrument should be used for soft tissue. Do no activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue, twisting the shaft, or rotating the rotation knob. Do not activate output while grasping thick, harder tissue, such as the uterine cervix, with the distal part of the probe tip and the grasping section. This report is being submitted as a medical device report in an abundance of caution.